Event description:
It has been reported to philips that x-ray could not be started by pressing the wireless footswitch pedal. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the wi-fi and base station led indicators were red, indicating a loss in the wireless connection. The issue was discovered during a planned procedure. The procedure was completed using the wired footswitch. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (2021-igt-bst-020). The customer is currently using the wired footswitch. Philips has attempted to obtain patient information, but the customer was unable to provide it.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.